Event description:
Information received indicates the fifth wheel steering and brake casters at the foot of the stretcher were not engaging.

Manufacturer narrative:
The technician installed a fifth wheel and brake/steer upgrade to repair the stretcher.